Event description:
The physician attempted to deploy a resolute integrity drug eluting stent in a heavily calcified cx vessel. The lesion was described as being a c class lesion with an acute angle take off. The device was prepped as per the IFU. The vessel was pre-dilated and an attempt was made to deploy the stent. It was reported that the technician noticed, after a second attempt, that a strut had lifted but the stent was still on the delivery system. This stent was removed. Three further successful pre-dilatations were carried out. An attempt was made to deploy a second smaller resolute integrity stent but it could not cross the lesion and also caught on the calcification and was reported to be damaged. A further pre-dilation was carried out using a larger nc balloon. Another resolute integrity was then successfully deployed. There were no patient complications reported for this event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology - the lesion was located in a heavily calcified vessel). No results available since no evaluation was performed (no device or cine images returned for review). Device not returned for evaluation. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology - the lesion was located in a heavily calcified vessel). Unable to confirm complaint (no device or cine images returned for review). (B)(4).